Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The device is not available for analysis; therefore, physical as well as function evaluation cannot be performed. A review of the device instructions for use and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Based on the information currently available an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a selective vaporization of the prostate (pvp), procedure, the fiber broke. Procedure and patient outcome were not reported.